Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor performance with the device as it only stimulates on less than 10 electrodes and the patient gets little to no benefit from the device use. This is due to the patient has lesser electrodes that can be used as the other electrodes caused jaw pain when activated. Subsequently, the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.